Event description:
The customer reported to olympus, that there was air/water leakage from the insertion tube/bending section of the bronchovidoescope. The device was returned for evaluation. During the device evaluation, it was found that the connecting tube has coating peeling and the forceps channel port is shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to a cut on the bending section cover or distal sheath rubber, water tightness was compromised. Additionally, the distal end exhibited a scratch, the adhesive on the bending section cover or distal sheath was detached, the bending section cover or distal sheath rubber was cut, the connecting tube had a scratch and a low angle, the grip displayed a scratch, the control unit had a scratch, and the universal cord showed a scratch on switch 1. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, physical stress and/or chemical stress applied to insertion section during device handling by the user caused the coating to peel. However, a definitive root cause could not be determined. In addition, it is likely when the endo therapy accessories, cleaning brush, etc. Were inserted/retrieved, their metal parts contacted with biopsy channel port. As a result, the suggested event occurred. However, a definitive root cause could not be determined. User may detect the suggested event by handling device in accordance with the following instructions for use (IFU). "Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". User may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU. "Do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.